Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to damaged pins on the u722 component on the distribution node pca. The root cause for the damaged pins on the u722 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.